Event description:
Unacceptable v thresholds

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: (B)(4): the full lead was returned and analyzed; analysis revealed no anomalies. The svc and rv coils were kinked/buckled and there was blood on the distal electrode. Apparent explant damage was noted and there was cosmetic environmental stress cracking of the overlay tubing.

Event description:
Unacceptable v thresholds. It was later reported that the right ventricular lead was explanted due to physician preference for a coronary artery bypass graft (CABG) procedure. No patient complications have been reported as a result of this event.